Event description:
During an orif of a hip, the surgeon was inserting a screw and the thread peeled. Surgeon removed all pieces (two), selected another screw and completed the procedure.

Manufacturer narrative:
Additional information has been requested. Subject device was inserted and removed during the same procedure. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.